Manufacturer narrative:
Corrections: b5, h6 and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) high pacing impedance, rising pacing impedance, high thresholds, high sensing integrity counter (sic), and noise. The patient was brought into the hospital and given a lifevest, the device ventricular tachycardia/ventricular fibrillation (vt/vf) therapies were turned off, and the rv lead was reprogrammed. The rvlead then exhibited intermittent capture and a high voltage rv coil fracture was confirmed. It was also noted that the patient was symptomatic with high output rv pacing. The rv lead was capped and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) high pacing impedance, rising pacing impedance, high thresholds, high sensing integrity counter (sic), and noise. The patient was brought into the hospital and given a lifevest, the device ventricular tachycardia/ventricular fibrillation (vt/vf) therapies were turned off, and the rv lead was reprogrammed. The rvlead then exhibited intermittent capture and a high voltage rv coil fracture was confirmed. The rv lead was capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d, implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5; d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range (oor) high pacing impedance, rising pacing impedance, high thresholds, high sensing integrity counter (sic), and noise. The patient was brought into the hospital and given a lifevest, the device ventricular tachycardia/ventricular fibrillation (vt/vf) therapies were turned off, and the rv lead was reprogrammed. The rv lead then exhibited intermittent capture and a high voltage rv coil fracture was confirmed. It was also noted that the patient was symptomatic with high output rv pacing. The rv lead was capped and a new rv lead was implanted. No further patient complications have been reported as a result of this event. It was additionally clarified that the patient being symptomatic was them experiencing a non-specific sensation in their chest area with the high output pacing.